Event description:
Boston scientific received information that during the implant procedure it was difficult to implant this right atrial lead. After several repositioning techniques the helix would not retract and the silicon lead body was damaged. After four hours of trying to implant this lead the lead was not implanted and was removed. A new device was implanted with no atrial lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead has been explanted. Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted the helix was retracted and blood was seen in the helix mechanism. Further testing revealed that the conductor coils of this lead were fractured from the terminal pin, thus the lead was not electrically continuous. Laboratory analysis concluded that the helix would not retract and the silicone lead body was damaged. The cathode coils are fractured from the terminal pin and the tip is bent at a 36 degree angle.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated once analysis is complete or should other pertinent information become available.